Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments. External insulation abrasion was noted at 12.4-12.9cm and 16.6-17.5cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded and the conductor was melted at these locations. Internal insulation abrasion were noted at 13.8-14.8cm, 15.6-16.2cm, 29.1-29.5cm, 30.6-31.1cm, and 34.6-35.0cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.3cm and 25.5-28.7cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.